Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/30/2020. Additional information: d10. H3 evaluation: an opened sample of product code it was received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. However, marks on the body needle; the suture piece was examined, and the end isn't broken, its cut appear to be by use of surgical instrument. Due to the condition of the sample the functional test couldn't be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance - breakage suture and fraying suture intra-op was an improper handling by an external cause. In addition, the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences reported?

Event description:
It was reported that a patient underwent a lumbar vertebroplasty on (B)(6) 2020 and suture was used. During the procedure, the suture was fraying when sewing and broke while knotting. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/18/2020 a manufacturing record evaluation was performed for the finished device phz293 batch number, and no non-conformances were identified. The following information was requested but unavailable: were there any adverse patient consequences reported? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.